Event description:
Boston scientific received information that following an open heart procedure, this right atrial (ra) lead exhibited sensing issues and loss of capture (loc). The lead was observed to have dislodged during the procedure. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.